Event description:
It was reported that after a left tka have been performed on (B)(6) 2009, the patient randomly began having mid-flexion instability for over 10 years and trouble walking. The issue was addressed via revision surgery on (B)(6) 2021, and it was found that the journey articular insert bcs std 3-4 9mm lt broke sometime within the last few months. A replacement tall post poly replaced the old one. The patient outcome is unknown.

Manufacturer narrative:
G3, h2,h3 and h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical / medical investigation concluded that, without the requested relevant clinical information, radiographs or the device, the root cause of the reported breakage cannot be determined. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.